Event description:
It was reported that during a stenting procedure, the maverick2 monorail balloon ruptured. The balloon was being used to pre-dilate a calcified lesion located in the left anterior descending (lad) artery. During the initial inflation of the maverick2 monorail balloon, it burst at 6 atms. The procedure was successfully completed. There were no reported patient complications. Patient status listed as "good".